Event description:
(Related symptoms if any separated by commas). Hyperglycemia 525 mg/dl [hyperglycaemia], medication could not be delivered [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia 525 mg/dl (hyperglycemia)" beginning on (B)(6) 2019, "medication could not be delivered(device failure)" beginning on (B)(6) 2019, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2019 to (B)(6) 2019 for "diabetes type 2", novofine 32g 4 mm (needle) from (B)(6) 2019 to (B)(6) 2019 for "diabetes type 2", novolin n penfill (insulin human) from (B)(6) 2019 to (B)(6) 2019 for "diabetes type 2" (dose and frequency 10 iu), novolin r penfill (insulin human) from (B)(6) 2019 to (B)(6) 2019 for "diabetes type 2" (dose and frequency 12 iu, tid). Patient's height: 159 cm, patient's weight: (B)(6), patient's body mass index(bmi): 36.39096550. Current condition: type 2 diabetes mellitus and hypertension. Concomitant products included - losartan potasico (losartan potassium), atenolol, atorvastatin, spironolacton (spironolactone), metformin hydrochloride, hydrochlorothiazide and acetylsalicylic acid. Patient recently had hyperglycemia many times and went to hospital and was medicated there (last time was on (B)(6) 2020). The patient made tests with novopen 4 and noticed that when tried to deliver medication, it could not be delivered. During a period, patient delivered medication with syringe. The patient stopped the treatment because of technical complaint with device. On (B)(6) 2019 patient's blood glucose was altered and had blurry view and informed that it occurs when patient has hyperglycemia. Patient relates blurry view with hyperglycemia and also relates hyperglycemia with technical complaint (medication could not be delivered). During the time of hyperglycemia blood glucose values were reported as 525 mg/dl and 290 mg/dl. It was reported that novofine 4 mm was not reused and pen was not stored with needle attached. Batch numbers: novopen 4: hvgk718-1, novofine 32g 4 mm: unknown, novolin n penfill: jr70s58, novolin r penfill: jr70k28. Action taken to novolin n penfill was product discontinued. Action taken to novolin r penfill was product discontinued. Action taken to novopen 4 and novofine 32g 4 mm was product discontinued. The outcome for the event "hyperglycemia 525 mg/dl (hyperglycemia)" was not recovered. The outcome for the event "medication could not be delivered(device failure)" was not reported.

Event description:
Case description: current condition: type 2 diabetes mellitus (duration not reported) and hypertension. Investigation results: name: novopen 4, batch number hvgk718-1. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. No irregularities recorded and therefore no further action. The batch documentation has been reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The product was found to be normal. Name: novofine 32g 4mm, batch number unknown: no investigation was possible, because neither sample nor batch number was available. Name: novolin n penfill, batch number jr70s58: the product was not returned for examination. Name: novolin r penfill, batch number jr70k28: the product was not returned for examination. Since last submission the case has been updated with the following information: manufacturer comment updated. Investigation results updated. Narrative updated accordingly. Manufacturer comment: 19-feb-2020: since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). 19-feb-2020: as the device (novofine needle) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). H3 continued: evaluation summary: novopen 4 batch number hvgk718-1. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. No irregularities recorded and therefore no further action. The batch documentation has been reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The product was found to be normal.

Event description:
Case description: it was reported that the patient realized that she was not correctly fitting the penfill of the insulins (novolin n and r) she used in novopen 4. Patient also reported that she was already recovered from the events initially reported. The outcome for the event "hyperglycemia 525mg/dl(hyperglycemia)" was recovered. Investigation results: name: novopen 4, batch number hvgk718-1 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation has been reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal. Name: novofine 32g 4mm, batch number unknown: no investigation was possible, because neither sample nor batch number was available. Name: novolin n penfill, batch number jr70s58: the product was not returned for examination. Name: novolin r penfill, batch number jr70k28: the product was not returned for examination. Since last submission the case has been updated with the following information: -outcome of the event (hyperglycaemia) updated. -event details updated. -investigation results added. -narrative updated accordingly. H3 continued: evaluation summary: novopen 4 batch number hvgk718-1 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation has been reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal.